Event description:
It was reported that both graftmasters would not cross the diagonal to treat the perforation caused by a non-abbott balloon catheter. A pericardiocentesis was performed; however, another graftmaster 3.0 x 12 did cross and sealed the perforation. Reportedly, the pt is doing well. No add'l info was provided.

Manufacturer narrative:
(B)(4). The jostent graftmaster (part 12744-19, lot 598556) indicated is being filed under a separate medwatch MFR number. Eval summary: failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the mfg process, all stent delivery systems are 100% visually inspected for catheter and stent damage. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Another graftmaster stent was used as additional treatment to seal the perforation. In this case, the reported failure to advance appears to be related to the operational context of the procedure. A review of the device history record for this lot did not produce any findings relevant to this report. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.